Manufacturer narrative:
The device has been received to date. However, the investigation has not begun yet. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii xenon light source received a significant blow to the connector and stopped working and was no longer detected. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. Olympus will continue to monitor the field performance of this device.

Event description:
At set up the scope was not detected. The intended procedure was completed. The same subject device used to complete the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, several non-reportable phenomena such as a damaged front panel, a damaged power switch, a bent connector, and a broken lens base were confirmed. The reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.